Event description:
It was later reported that the pump was stalled for 38 hours. Maintenance replacement of the pump occurred on (B)(6) 2013. The patient recovered without sequelae.

Event description:
It was reported that, on (B)(6) 2013, the patient heard the pump alarming. Two days later, the patient was seen by the healthcare provider (hcp) and the pump was interrogated. Event logs confirmed that a motor stall began on (B)(6) 2013 at 20:58. Exposure to electromagnetic interference (emi) or magnetic interaction was denied. The patient experienced return of symptoms, hypertension, increased and ¿out of control¿ pain and shakiness involving his whole body. The device system was used to deliver clonidine 2000mcg/ml, bupivacaine 30mg/ml and sufenta 400mcg/ml at 160mcg/day. It was reported that the pump was replaced. It was later reported that the patient recovered on (B)(6) 2013. The event severity was reported to be severe.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump reveled gear train anomalies. Corrosion and/or wear and/or lubrication and a stall due to shaft-bearing occurred.